Manufacturer narrative:
Citation: abdelghani m et al. Echocardiographic and angiographic assessment of paravalvular regurgitation after tavi: optimizing int ER-technique reproducibility. Eur heart j cardiovasc imaging. 2016 aug;17(8):852-60. Doi: 10.1093/ehjci/jew083. Epub 2016 may 25. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding echocardiographic and angiographic assessment of paravalvular regurgitation after transcatheter aortic valve implantation (tavi). The study population included 165 patients (predominantly male; mean (B)(6)), all of which were implanted with medtronic corevalve (serial numbers not provided).    Among all patients adverse events included: greater than mild paravalvular leak (pvl) requiring post-dilation and/or valve-in-valve implantation. Based on the available information, a possible correlation could be made between the observed adverse events and medtronic product.   No additional adverse patient effects were reported.